Event description:
It was reported that the patient had been experiencing dizziness, shortness of breath, headache, disorientation and was leaning towards one side for a couple of weeks. The symptoms got worse and the patient was admitted to the hospital. It was noted that the patient was impacted and the plan was to deal with that issue first. All of the patient's vital signs were reported to be "good". The nurse believed that the resolution of the patient's impaction would resolve all of the patient's concerns. The medication being delivered via the device system was dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Impacted & leaning to one side.